Event description:
It was reported that the position of the left ventricular (lv) lead was not optimal for the patient. Therefore, the lv lead was capped and replaced with a new lead to increase lv lead thresholds. It was noted that the patient is part of the system longevity study (sls.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2011 (B)(6); concomitant product: 3830 implantable pacing lead 2011 (B)(6). (B)(4).